Event description:
It was reported that the hub was not attached to the catheter for the catheter radial guide 106f-071-95. This issue occurred twice when the physician removed the 6f rist catheter from the packaging and noticed the hub was not attached. The physician discarded the first unit, opened another from the same lot, and encountered the same issue. Neither device was used in the procedure, and the physician opted to utilize a competitive guide sheath to complete the case. There was no patient involved. Additional information was received that there was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361), drawing(s) referenced: none as found condition: the rist 071 catheters (pli-10/20) were returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: (pli-10) no damages were found with the rist 071 catheter hub. The rist 071 catheter body was found broken at the strain relief ~4.0cm from the proximal end of the catheter hub, retained by the inner wire. The rist 071 catheter body was found kinked at ~65.5cm, ~50.0cm, ~36.0cm, and ~34.0cm from the catheter distal tip. The rist 071 catheter distal tip was found ovalized. (Pli-20) no damages were found with the rist 071 catheter hub. The rist 071 catheter body was found broken at the strain relief ~4.0cm from the proximal end of the catheter hub, retained by the inner wire. The rist 071 catheter body was found kinked at ~90.5cm, ~84.5cm, ~80.0cm, ~75.5cm, ~64.5cm, ~56.5cm, ~48.0cm, ~43.4cm, ~40.0cm, and ~29.5cm from the catheter distal tip. The rist 071 catheter distal tip was found ovalized. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed. The returned rist 071 catheters (pli-10/20) were found broken at the strain relief. In addition, the returned rist 071 catheters were found kinked with the distal tips ovalized. Damage can occur due to an impact from an unknown source prior to being opened, damage during storage, use-related, or manufacturing-related (e.g., operator handling damage, missed inspection). However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.